Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and moderately calcified lesion located in the ostium of the circumflex artery. There were no abnormalities reported in relation to the anatomy. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. The device remained on neutral pressure during delivery. It was reported that despite several attempts, the device failed to cross the lesion. The device dislodged in the proximal lesion during delivery to the lesion. The dislodged stent was removed from the patient using a wire and balloon technique. The struts were crossed with a 0.014" wire and then with a 1.2 mm balloon. The balloon was slightly inflated and pulled back into the stent. It was also reported that there were issues with non-medtronic devices in the procedure. It was informed that a non-medtronic balloon folded in on itself and a non-medtronic ivus wouldn't cross. It is indicated that there was a piece of calcium sticking out which prevented the ivus and stent from crossing. The procedure was successfully completed using another resolute onyx sent. Patient status post procedure is alive with no injury.

Manufacturer narrative:
Additional information received reported that stent was seen under fluoro in the guide. The patient was fluoro-ed all over to look for the stent, but nothing was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.